Manufacturer narrative:
(B)(4). Date sent 5/19/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 5/22/2025. D4 batch #a9dw4y. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the 23nbs device was returned with the obturator inserted through the sleeve. In addition, the tyvek was returned along with the instrument. Upon evaluation of the device the sleeve was found separated from the housing. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what might have caused the reported event. A manufacturing record evaluation was performed for the finished device batch a9dw4y number, and no non-conformances were identified.

Event description:
It was reported that during an unknown pediatric surgery, the port was broken at the base part, and the outer sleeve was come off. It felt like there was a caught slightly when inserting the inner cylinder. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2025 d4: batch # unk. Additional information was requested and the following was obtained: "details are unknown, but no pieces were left inside the body." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.